Event description:
The pt, who was very petite, underwent an interventional procedure on the subclavian artery. The stick was very shallow and almost parallel to the leg. The physician retracted the needle partially and re-entered at a 45 degree angle. The angiogram demonstrated that the stick was in the common femoral artery and the physician proceeded to close the arteriotomy with the closer tsl 6 fr device. The device was inserted and good marking was obtained. The device was deployed and the sutures were delivered. The knot was tied and lowered without incident; however, adequate hemostasis was not achieved. The pt complained of discomfort during closure. After several attempts to manipulate the knot, adequate hemostasis was not obtained. The physician cut the suture ends below the skin. An assistant held manual compression for five mins and the bleeding stopped. Pedal pulses could not be detected and were very faint on doppler. The pt was transferred to the recovery unit for two hrs of observation. Pulses were periodically detected and skin color appeared normal. One hr following the procedure, the physician examined the pt and could not detect pedal pulse. The pt was taken to surgery. Surgery revealed a side stick in a very superficial artery. The physician stated that when correcting the angle of entry at the time of the initial puncture, he had not re-entered the artery but had inadvertently manipulated it to appear as an anterior stick. This caused excessive tissue capture, arterial kinking and occlusion of the vessel when the closure device was deployed. He removed the stitch in surgery and the artery rebounded. Pedal pulses returned and the pt recovered without further incident and was discharged the following day. The device was not returned and there was no lot info. Co was unable to perform an investigation in this case. Field reports indicate that the physician, who was in training, indicated that he had performed a double stick that was a side stick. This appears to be the cause for the complication. The root cause has been established to be user error.